Event description:
A customer reported a system error message was displayed at 98% flap completion, no side cut was performed. The surgeon completed the side cut manually. The current status of the pt is not known, however, no pt harm/injury has been reported. Add'l info has been completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).